Manufacturer narrative:
The indication for lead removal was not specified. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced. The indication for lead replacement was not reported.

Manufacturer narrative:
The patient experienced symptoms of her existing condition. The symptoms were not specified.

Event description:
New information was received on sep. 25th stated that the indication for lead replacement was due to loss of capture and high pacing lead impedance. The patient experienced symptoms of her existing condition prior to the lead replacement. The patient remained in stable condition throughout the event.